Event description:
Caller reported a cartridge alarm that occurred during pumping, and there was no impact on blood glucose levels as they did not exceed 500 mg/dl. Customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery remained uninterrupted. Tandem technical support informed the caller that a replacement pump would be sent, along with instructions for putting the current pump into storage mode and returning it. Customer acknowledged the guidance provided and understood the steps for handling the replacement pump.